Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported there were no shocking issues. The patient was seen by the hcp and programmed which resolved their symptoms and shocking.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient does not feel the benefit of the dbs therapy. The patient stated that they have a lot of pain in their legs, which they were told the dbs therapy may or may not help with. The patient stated that they have a lot of pain in their left leg, noting that their leg turns inward and twitches when the ins is turned on. Within 12-24 hours of the ins being turned on, the patient stated that they start getting numbness of their toes on the bottom of their feet. The patient stated that the bottom of their feet and toes get numb when the ins is turned off, as well, noting that it feels like they have dirt/sand in the bottom of their shoes. The patient stated that 24 hours after turning the ins off they get pain in their feet and toes, and they get a sensation of lightning bolts that go down their legs that feels like shots of electricity. The patient thinks the pain in their legs might be small fiber neuropathy or possibly associated with parkinson's rigidity. The patient did mention that the dbs therapy reduces the tre mor in their face by 90-95% when the ins is turned on, and their tremor is very much reduced in their right arm as well. The patient stated that the dbs therapy works well from the waist up, not from the waist down. The patient stated that they have had had two pr ogramming appointments that lasted 10 minutes cumulatively. The patient feels like they are not receiving benefit from the dbs therapy due to a lack of programming. The patient asked if a manufacturer representative (rep) could assist their physician with programming at their appointment tomorrow. Additional information was received from the rep that the patient was seen by their physician and has no further issues.